Manufacturer narrative:
Brand name - the correct brand name is sterrad chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
The affected load was reprocessed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR was not reviewed as the lot number was unavailable. Trending analysis by lot number was not reviewed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer and a proactive replacement of an electrode was made in regards to the ci strip issue. In addition, a clinical education consultant (cec) also performed troubleshooting and determined they were using older casket type containers and heavy loads which could be absorbing h202 causing a ci not to change correctly. The cause of the issue is likely attributable to user error. The customer was advised when using these containers to use a lighter load. The issue will continue to be tracked and trended.